Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th august, 2022 getinge became aware of issue with trolley used with 633hc sterilizer. As it was stated by getinge technician, a cart fell due trolley wheel had broken. The situation did not lead to serious injury or worse. We have received information from getinge technician that the broken wheel was replaced, unit was tested and released to customer for normal use. We decided to report the issue based on the potential as described event could lead to serious injury or worse.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of issue with trolley used with 633hc sterilizer. As it was stated by getinge technician, a cart fell due trolley wheel had broken. The situation did not lead to serious injury or worse. We have received information from getinge technician that the broken wheel was replaced, unit was tested and released to customer for normal use. We decided to report the issue based on the potential as described event could lead to serious injury or worse. When reviewing reportable events for this type of issues for 633hc we were able to establish that the received incident is the first one registered in getinge complaint handling systems of its kind. There is therefore no worrying trend detected with regards to this topic and issue. Fortunately, the event has not led to serious injury or worse. When the event occurred, the device did not meet its specification due to broken wheel and contributed to the event. The device was not being used for patient treatment when the event took place. Based on the performed root cause analysis and input from subject matter expert and getinge technician who visited the customer we conclude that it is not possible to indicate whether the cart has been checked or not, as preventive maintenance schedule does not require checking for loose components. The exact cause of the problem cannot be identified. Reported incident was shared with the manufacturer for their information and evaluation. We currently do not have any information that would warrant further action towards the devices, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.